Manufacturer narrative:
There was no calibration influence observed. Controls were within range prior to sample measurement. A general reagent issue can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The troponin t reagent lot number was 81185001, with an expiration date of 30-nov-2025. The field service engineer checked the analyzer and could not reproduce the issue. A hardware check test was performed and was successful. Precision studies were performed and all results were within expected ranges. The customer resumed routine operation with no alarms or abnormalities. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 on a cobas pure e 402 analytical unit. The sample initially resulted in a troponin t value of 174 ng/l. The doctor questioned the result because the patient has historically had troponin t results in the "30s" ng/l. The sample was repeated, resulting in a troponin t value of 32.7 ng/l. This value was deemed correct. The sample was also repeated on a second analyzer, resulting in a troponin t value of 30.6 ng/l.